Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. This report is a related record of another complaint. Please refer to the report with MFR report number 2955842-2025-38628 for details regarding the other curved-tip 30 stapler instrument that was used in the same procedure.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the curved-tip 30 stapler instrument got stuck while being used since it had sutured and cut half the length to be sutured. The customer replaced the curved-tip 30 stapler instrument with a back-up instrument of the same kind, which encountered the same problem, but the surgeon was able to complete the stapling and cutting with this instrument. There was no patient harm, adverse outcome, or injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use with no damage found. The reported issue involved a green stapler reload, selected for its clinical suitability, during the first stapler fire in a segmental lung resection targeting the bronchus. There was no calcification, radiation, chemotherapy exposure, tissue tension, or bunching. The issue was a partial fire, resulting in an exposed blade and missing staples from the staple line, but no malformed staples, unexpected staple deployment, or gaps were observed. The reload was not stuck to tissue. There were no obstructions, prior staple lines, buttress material, or clamping issues. No bleeding was noted, and no unplanned tissue removal occurred. No material detached or fell inside the patient. The procedure was completed robotically without patient injury, although there was a 15-minute delay.